Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.